Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3865 days after essure insertion, she underwent a surgical medical device removal (seriousness criterion intervention required). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. 919017) for female sterilisation. The patient had a medical history of endocervicitis, adenomyosis, abortion, parity 5, miscarriage, multi gravida, sexually transmitted disease, pelvic pain, menorrhagia, umbilical hernia, uterine fibroid and abnormal uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3865 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: essure, bilateral fallopian tubes, uterus, cervix, left adnexal cyst collected at 12aug2022 and placed in formalin within 11-30 min. Specimen source: essure, bilateral fallopian tubes, uterus, cervix, left adnexal cyst. Gross description: the fallopian tubes outer surface shows tan-pink and focally hemorrhagic surface and the large fallopian tube contains metallic essure device which is 5.0 cm in length and 0.1 cm in diameter [x-ray] on (B)(6) 2022: interpretation: the vertebral body heights are maintained. There is moderate narrowing at l5-s1 with associated facet arthropathy. There is normal alignment. Bilateral essure coils project over the pelvis. Impression: moderate degenerative disc and facet disease of l5-s1. Ot number:(B)(4) manufacture date: (B)(6) 2011 expiration date: 2014-10. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 23-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted (lot no. 919017) for female sterilisation. The patient had a medical history of endocervicitis, adenomyosis, abortion, parity 5, miscarriage, multi gravida, sexually transmitted disease, pelvic pain, menorrhagia, umbilical hernia, uterine fibroid and abnormal uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2022, 3865 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2022: essure, bilateral fallopian tubes, uterus, cervix, left adnexal cyst collected at (B)(6) 2022 and placed in formalin within 11-30 min. Specimen source: essure, bilateral fallopian tubes, uterus, cervix, left adnexal cyst. Gross description: the fallopian tubes outer surface shows tan-pink and focally hemorrhagic surface and the large fallopian tube contains metallic essure device which is 5.0 cm in length and 0.1 cm in diameter [x-ray] on (B)(6) 2022: interpretation: the vertebral body heights are maintained. There is moderate narrowing at l5-s1 with associated facet arthropathy. There is normal alignment. Bilateral essure coils project over the pelvis. Impression: moderate degenerative disc and facet disease of l5-s1. The most recent follow-up information incorporated above includes data received on: 25-oct-2023: mr received: lot number added, reporters information patient medical history and surgical pathology reports were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On 12-jan-2012, the patient had essure inserted. On 12-aug-2022, 3865 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 23-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.